Event description:
It was reported that the patient developed a systemic infection from an unknown source. The implantable cardioverter defibrillator (ICD) and three leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Concomitant: 694965 implantable tachy lead (B)(6) 2006 419478 implantable pacing lead (B)(6) 2006 5076-52 implantable pacing lead (B)(6) 2006. (B)(4).